Event description:
It was reported that prior to injection the hub separated from device with 6 relion® insulin syringe. The following information was provided by the initial reporter: it was reported that the parent of the consumer removed the needle shield prior to injection and the needle hub separated. Also, the shield was not difficult to remove.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned (6) loose 3/10cc syringes. Customer states that they removed the needle shield prior to injection and the needle hub separated. All returned syringes were examined and all were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9343453 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to injection the hub separated from device with 6 relion® insulin syringe. The following information was provided by the initial reporter: it was reported that the parent of the consumer removed the needle shield prior to injection and the needle hub separated. Also, the shield was not difficult to remove.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 14 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9343453 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint.

Event description:
It was reported that prior to injection the hub separated from device with 6 relion® insulin syringe. The following information was provided by the initial reporter: it was reported that the parent of the consumer removed the needle shield prior to injection and the needle hub separated. Also, the shield was not difficult to remove.